Event description:
It was reported that the right ventricular lead exhibited high threshold and low sensing. The lead was explanted and replaced. There were no adverse consequences to the patient after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.